Event description:
Pt transitioned from long-term ventilation (ltv) to drager xl. No waveform visible, no exhaled tidal volume measured. Alarm "flow sensor out of range" attempted to calibrate flow sensor multiple time, continue to display same error. Vent exchanged. No negative affect on patient.